Manufacturer narrative:
The device was not implanted or explanted during the surgical procedure. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that a patient underwent a distal radial fracture procedure on (B)(6) 2015. During the procedure, the surgeon inserted a variable angle (va) locking screw into a hole of the reported plate per technique guide. However, the screw could not be locked. The surgeon inserted an alternate screw of the same size, but the same result was achieved. A ten (10) minute surgical delay was noted. No adverse consequences were reported. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing location: (B)(4). Manufacturing date: 03june2015. Expiry date: 01may2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: the plate was received in a bag for sterilization in autoclave. The reference numbers etched correspond with the data reported in the complaint. The two (2) variable angle (va) locking screws were received screwed into the plate. In order to evaluate the plate, the two (2) va screws were unscrewed in order to inspect the threads of the holes. The six (6) va angle holes were visually inspected with the microscope and were found to all be seriously damaged. The plate is usually gold due to anodizing, but the gold layer was removed and the threads inside the holes were completely deformed. This kind of damage is due to the use of the plate, not manufacturing issues. No dimensional inspection could be performed due to the post production damage. It is not possible to verify the status of the holes after manufacturing. Since all relevant features cannot be measured accurately, this complaint is evaluated as indeterminate. However, no manufacturing related issues were identified and/or confirmed. Updated to include ¿ster,¿ which indicates that the part is sterile. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.